Event description:
It was reported the procedure was stopped with suboptimal treatment due to lack of inventory. 7 needles were used to treat a large renal cell carcinoma (rcc). 3 iceforce cryoablation needles were used and worked as expected. 4 icerod cryoablation needles were used in conjunction, of which 2 never reached a maximum freeze temp of -120c and were very slow to get to -113c and -104c. From computed tomography (CT) images, the iceballs did not reach the expected size and there was no coalescence among rods. The iceforce needles completed the normal treatment cycle as expected and were removed. The icerod needles were then separated into their own channels and another treatment cycle was attempted, but there was no change in needle performance. In total, 40-minutes of freezing across multiple argon cylinders was attempted. The procedure was stopped with suboptimal treatment to the upper half of the tumor, due to a lack of spare needle inventory to exchange and proceed. The patient will be reviewed in 3 months and a repeat ablation performed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis and the complaint was not confirmed. There were no failures detected. The device meet specification for visual analysis, iceball size and parameter testing gas consumption and shaft temperature. There were no gas leaks detected or any potential manufacturing related issues that could have cause or contributed to the complaint.

Event description:
It was reported the procedure was stopped with suboptimal treatment due to lack of inventory. Seven needles were used to treat a large renal cell carcinoma (rcc). Three iceforce cryoablation needles were used and worked as expected. Four icerod cryoablation needles were used in conjunction, of which 2 never reached a maximum freeze temp of -120c and were very slow to get to -113c and -104c. From computed tomography (CT) images, the iceballs did not reach the expected size and there was no coalescence among rods. The iceforce needles completed the normal treatment cycle as expected and were removed. The icerod needles were then separated into their own channels and another treatment cycle was attempted, but there was no change in needle performance. In total, 40-minutes of freezing across multiple argon cylinders was attempted. The procedure was stopped with suboptimal treatment to the upper half of the tumor, due to a lack of spare needle inventory to exchange and proceed. The patient will be reviewed in 3 months and a repeat ablation performed.